Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests. Customer rec'd readings of 402 and 80 mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Control solution testing was completed and results were within appropriate range.